Event description:
Revision surgery - due to patient sustained a fall which caused a periprosthetic fracture of the femur which required a revision surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00863; 425-99-014, s809 - trauma, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.